Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Manufacture dates: monitor 01/18/2012, belt 01/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. It was reported that the patient received the treatment shock while at home. It was reported that the patient was unconscious at the time of the treatment delivery. The response buttons were pressed during the event. The patient's daughter and husband witnessed the event and the patient's daughter indicated that she had been pressing the response buttons. Review of the patient's download data revealed that at 8:28:56 pm, the device detected an arrhythmia. The patient's rhythm at the time of the detection as asystole. From 8:29:46 pm to 8:29:47 pm, the response buttons were pressed. At 8:32:52 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment delivery was asystole with motion artifact and amplitude oversensing. The motion artifact and amplitude oversensing contributed to the false detection. The patient's post-shock rhythm was asystole with cardiac activity and amplitude oversensing. At 8:37:32 pm, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was asystole with motion artifact and amplitude oversensing. From 8:38:00 pm to 8:38:07 pm, the response buttons were pressed. At 8:38:53 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment delivery was asystole. The patient's post shock rhythm was asystole. At 8:39:20, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was asystole. The patient's post shock rhythm was asystole. At 8:29:38 pm, the device declared a non-treatable rhythm. At 8:49:53 pm, the device detected an arrhythmia. The patient's rhythm at the time of the detection was asystole with cardiac activity and amplitude oversensing. From 8:49:59 pm to 8:53:06 pm, the response buttons were pressed. It is unknown who was pressing the response buttons at this time. At 8:54:42 the patient was treated by the lifevest. The patient's rhythm at the time of the treatment delivery was asystole. The patient's post-shock rhythm was asystole. At 8:55:08 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment delivery was asystole. The patient's post-shock rhythm was asystole. At 8:55:35 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment delivery was asystole. The patient's post-shock rhythm was asystole. At 8:55:56 pm, the device declared a non-treatable rhythm. The patient reportedly passed away that evening. There is no indication that a device malfunction contributed to the patient's passing.